Event description:
The customer reported during a case they got a black image on the left monitor. The system was rebooted and the problem persisted. This rendered the system unusable. This could result int he delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.